Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's ribbon cable required to be reseated. A field service engineer reseated the ribbon cable on pocket 4.2 b1-5 to resolve and the station was tested. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus and continuously shutting off during use, preventing users from accessing medications. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus and continuously shutting off during use, preventing users from accessing medications. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not detected on the bus, shutdown itself while using device's ribbon cable required to be reseated. A field service engineer reseated ribbon cable on cubie pocket 4.2 to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.